Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed the device appears to be fragmented in pieces. The reported condition can be confirmed, however, with available information a complete potential cause can not be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the burr hole cover 1.6 f/burrholes-ø17 t0.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.,breakage. It was reported that during the surgery, the product was broken (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Investigation summary (returned device): the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found two broken fragments were returned. The complete device was not returned for analysis. Additionally, fragments are visibly bent. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the burr hole cover 1.6 f/burrholes-ø17 t0.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 421.527, lot no: 30656p6. Release to warehouse date: 17 aug, 2024. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the surgery, the product was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. No fragments remained in the patient, and no additional intervention was required.